Event description:
Rptr writes, "dear sir or madame: I recently had the FDA vacuum assisted delivery device advisory called to my attention. It was sent to me because of my periodic statement that there seems to be a lot more vacuum extractor injuries crossing my desk as a malpractice lawyer than the literature would suggest ought be occurring. Because accepted standards of med practice undoubtedly condone the use of vacuum assisted deliveries, I have pursued none of the cases. Indeed most are not readily retrievable from my sys. Two cases (with minimal data) are available, and are enclosed as voluntary reports. As more cross my desk-and I am certain they will, I will voluntarily pass them along. Please note that hlth care providers may have motivation not find a connection between the vacuum extractor and a child's injury or death. You may elicit more reporting if you ask trial lawyers associations of the various states to pay attention to this issue." Summary and interpretation: this was the case of a 39 week gestational age male infant born to a 25-yr-old gravida I, para 0-0-0 woman with an uncomplicated prenatal history on 10/01/94. The mother went into spontaneous onset of labor at 4:00 pm on 10/01/94 and the infant was delivered vaginally with vacuum extraction at 9:35 pm on 10/01/94. The apgar scores were 8 at one min and 9 at five mins; however, early in the morning of 10/02/94 the infant developed respiratory distress and bradycardia and was noted to be lethargic with possible seizure activity. A lumbar puncture was obtained which grossly contained blood. A computerized tomography scan of the head was then obtained with results consistent with a posterior fossa hemorrhage. The infant was transferred to another facility for possible angiography and definitive diagnosis of what was thought possibly to be a vein of galen malformation. He was found to have no apparent brainstem function and was declared braindead at 4:35 pm on 10/03/94. The autopsy examination revealed the presence of an acute infratentorial subdural hematoma, with hemorrhagic involvement of contiguous subarachnoid spaces as the cause of death. On neuropathologic examination there was also acute intratentorial hemorrhage, cerebellar herniation with anterior displacement of the brainstem and associated fourth ventricular obstruction, spinal cord malacia and edema, and severe anoxic/ischemic injury and malacia of the brain. Please see the attached detailed neuropathology report for a discussion of these findings. Gross and microscopic examination of the thoracoabdominal organs revealed the presence of focal ischemic necrosis in the left lobe of the liver. The heart was surgically absent (organ donation). Upon review of the pt's coagulation studies with dr., it was concluded that the pt's lab data gave strong evidence against a coagulopathy as the cause of the central nervous sys hemorrhage.